Event description:
Per the clinic, the patient experienced infection at magnet site and subsequently was treated with topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to infection and cholesteatoma. The patient was reimplanted with a new device on the same date.